Manufacturer narrative:
Additional information: the device was not moved or repositioned in the lesion prior to the rupture. The stent remains implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, the stent balloon ruptured. Prior to the issue, one non-medtronic balloon catheter was used to dilate the lesion and ruptured during third inflation attempt. Intravascular ultrasound imaging (ivus) imaging confirmed successful pre-dilation and the procedure moved on to stent deployment. During stent placement a rupture of the stent balloon occurred on first inflation at nominal pressure of 12 atm. It was determined that the stent was not fully expanded and a non-medtronic balloon catheter was used to expand the stent. Subsequent ivus imaging confirmed good stent apposition. The lesion being treated was non-tortuous, severely calcified located in the left anterior descending branch (lad) (cass #6,7). The stent was inspected prior to use and negative prep was performed with no issues noted. The stent did not pass through a previously-deployed stent. There was no resistance when delivering the stent and no excessive force was used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with a stopcock attached, which was removed with no issues. The balloon folds were in a post inflated state. Blood was visible in the balloon and inflation lumen. There was no evidence of a balloon burst. The balloon failed the negative prep test. Upon pressurisation of the device, liquid was observed exiting the balloon working length, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. - annex a code - annex b code - annex c code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.